Manufacturer narrative:
The device was received and analyzed. Prior to analysis of the ICD, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The header of the ICD was inspected in detail. Upon inspection it was noticed that the atrial set screw was damaged and could not be properly screwed in, which might have led to the clinical observation. The header of the ICD showed no other anomalies. Test set screws could be easily screwed in and out, there was no foreign material inside the header bores. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the atrial set screw was found damaged during analysis, which can be considered as the root cause of the clinical observation. However, the root cause was not determinable. Despite this observation, the ICD was fully functional. There was no indication of an ICD malfunction.

Event description:
It was reported that during the implantation there were difficulties with the proper lead fixation in the device header. The connection succeeded and the device and the lead were implanted. The day after the implantation, the impedance measurements of the atrial lead were fluctuating between 1900 and 3000 ohms as well as sensing and the threshold were unstable. A revision took place. During the surgery the screw did not work properly and the device was exchanged. Please note that this case was initially and by mistake classified as not reportable